Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump alarmed button error. Customer stated that it was beeping and buzzing and she could not get the buttons to shut off. Blood glucose value is 198 mg/dl. Nothing further reported.